Event description:
It was reported that the device had a downstream occlusion blister and any software required/recall update. The device was returned, and analysis found a lifted downstream occlusion seal (dso). There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for analysis. Service history review indicated that the device has never been serviced. Functional and visual tests were performed, and the reported problem was confirmed. The root cause of the problem was a lifted downstream occlusion seal (dso). To correct the issue, the downstream occlusion seal was replaced. The device then passed all functional tests after the repair.